Manufacturer narrative:
The icy catheter (lot #199341) was returned to zoll without the tip as the shaft was completely cut from the middle of the distal balloon. However, blood residue was observed in the balloons and luered tubings. Blood inside the catheter typically is indicative of a leak somewhere in the catheter; thus, confirming the reported complaint of a suspected catheter leak. Since the catheter was returned cut, functional testing could not be performed, and zoll cannot precisely determine the leak location or type of the leak. Functional testing could not be performed due to the condition in which the catheter was returned. Therefore, the root cause of the reported complaint could not be determined. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation results related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number 199341.

Event description:
The intravascular temperature management (ivtm) therapy began with an icy catheter (lot #199341). Although the customer did not specify the insertion site, the catheter insertion was smooth. Two days later, it was noticed that the 500-ml saline bag was empty. The exact stage of therapy when this occurred is unknown, and no "air trap" alarm was reported. The customer performed a catheter leak check per the zoll IFU and found damage to the catheter's balloon. The catheter was replaced. The treatment continued and was completed using the same thermogard console. No patient injury was reported.